Manufacturer narrative:
After battery installation unit gave an unexpected flashing white/ blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Bleeding lcd glass noted during visual inspection due to cracked lcd glass. Unable to confirm failed battery test alarm due to blank display. Insulin pump received with minor scratched lcd window, cracked case(battery tube), cracked battery tube threads, cracked retainer and scratched case,

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mom reported for via phone call that the insulin pump had a blank display and battery failed alarm. The customer¿s daughter blood glucose level was 600 mg/dl at the time of the incident. Customer reported that daughter woke up this morning with it beeping low battery and went to get a new battery gave battery failed alarm. While going through failed battery alarm troubleshoot, customer put in brand new battery and the screen did not come on. Customer reports display is blank. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.